Manufacturer narrative:
The investigation could not be completed so no conclusion could be drawn the drill bit is an instrument and is not implanted or explanted. It is a multiple use instrument that is subject to wear. Without a part number or lot number the device history records review could not be completed. If additional information becomes available, this report will be amended. Not returned.

Event description:
It was reported that during surgery the instrument, a drill bit fractured. It was the surgeon's decision to leave the tip of the drill in the patient.